Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the user facility also did not properly pre-clean the ebus (endobronchial ultrasound), they only suctioned detergent and air and only flushed 30 ml (milliliter) of water through the balloon port and 30 ml of air through the balloon port. The customer used a 10 ml syringe for flushing the balloon port also. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
During an onsite visit, it was observed the user facility staff did not pre-clean one of the scopes used during the procedure until the end of the procedure. The user facility also did not properly pre-clean the ebus (endobronchial ultrasound), they only suctioned detergent and air and only flushed 30 ml (milliliter) of water through the balloon port and 30 ml of air through the balloon port. The customer used a 10 ml syringe for flushing the balloon port also. No patient infections or injuries reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the customer did not perform all the steps per the instructions for use (IFU) when pre-cleaning the device. However, a definitive root cause could not be identified. The event can be prevented by following the instructions for use: instructions evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f chapter 7 cleaning, disinfection, and sterilization procedures 7.3 precleaning olympus will continue to monitor the field performance of this device.